Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6); complaint states: thread breaks very easily.